Event description:
It was reported that following a stenting treatment procedure, stent thrombosis and myocardial infarction occurred. In (B)(6) 2010, an unspecified promus stent was implanted in the severely calcified and moderately tortuous proximal left anterior descending artery. In (B)(6) 2012, a 100% restenosis of the previously implanted unspecified promus stent occurred and treatment placed a 3.0x20mm ion stent inside of the restenosed promus stent. The patient was discharged on brilinta. In (B)(6) 2012, the patient presented with myocardial infarction and thrombosis in both previously implanted stents. Treatment consisted of a thrombectomy and angioplasty. It was noted the patient was medication compliant at the time of the event. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).